Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler and one endo gia* 45mm articulating curved tip vascular/medium reload. Visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. During functional testing, the reload was loaded into a pmv instrument. The interlock was overridden and the instrument and reload were applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. The reported condition was confirmed. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the surgeon approached the inferior pulmonary vein and closed the jaws, then pushed the green button, however, the handle was unable to be squeezed. The reload was replaced and firing was completed with no problems. There was no patient injury.